Manufacturer narrative:
Customer complained about damage reservoir tube lip found on the event date (B)(6) 2021. Device perform visual inspection and found broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. Test reservoir/pcap does not lock properly inside the reservoir tube due to missing retainer. Unable to perform displacement test due to missing retainer. Device was confirmed for physical damage on the missing retainer. Unable to perform displacement test due to missing retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had missing ring and crack retainer ring. The reservoir was able to lock in place when inserted into pump. No harm requiring medical intervention was reported. The insulin pump will be returned for further analysis.